Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified forearm vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm for 5 seconds. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.